Manufacturer narrative:
Philips remote service personnel evaluated the device with the customer.

Event description:
It was reported the shock test failed due to external paddles. There was no patient involvement. Philips remote service personnel evaluated the device with the customer. The reported problem was confirmed. The cause of the reported problem was conductive paste which had not been cleaned properly from the external paddle resulting in damage of the electrode plate. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle pocket plates for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.